Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ edema: unable to observe as it is not related to the device. ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the device.

Event description:
Patient's representative reported that the patient experienced "swelling and pain". Healthcare professional confirmed capsular contracture, baker grade unknown, as a postoperative diagnosis along with breast deformity and asymmetry. Pathology report found a ''foreign body granulation tissue in fibrous capsule". This relates to the left side. The device has been explanted and replaced with a new implant.

Event description:
Patient's representative reported that the patient experienced "swelling and pain". Healthcare professional confirmed capsular contracture, baker grade unknown, as a postoperative diagnosis along with breast deformity and asymmetry. Pathology report found a ''foreign body granulation tissue in fibrous capsule". This relates to the left side. The device has been explanted and replaced with a new implant.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade unknown, granuloma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Edema: unable to observe as it is not related to the device. Anxiety ¿ product/procedure: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.